Manufacturer narrative:
Philips service planned to replace the ups batteries and instructed the customer on emergency processes. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the eaton ups blocked device restart, with the battery suspected faulty on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.